Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2022,the jaw was found misaligned and loose during using on patient.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in march of 2021. Evaluation of the returned instrument shows that the tips are slightly loose and misaligned but there is no visible damage to the jaw pivot pin on the outer tube assembly area. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) bosses are both slightly damaged where they engage the jaws. (Pie's attached) we suspect that the slightly damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. Functional testing shows that although the jaws are slightly loose and misaligned this instrument can pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing. We are unable to determine what caused the drive rod bosses to become slightly damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
(B)(6) 2022,the jaw was found misaligned and loose during using on patient.